Event description:
Daughter was at friend's house. She has type 1 diabetes. At 6:07 the pump bolused her 15 units. No one touched her mobile app or her pump. Her pump was in a pocket built into her underwear. She would have had to unbutton her jeans reach her hand down her pants and take the pump out of her underwear in front of 2 adults and some kids. She would never expose herself like that. We realized this happened when our phones started beeping. Thankfully she was high when this pump error occurred or she would likely be dead. I rushed over to the house and gave her a ton of carbs to cover the insulin. I remained at the house for 2 1/2 hours monitoring her. There are multiple pieces of evidence to prove that no one tampered with the pump or phone. There are pins and passwords set up on her phone and pump. She dropped drastically fast. I'm less than 30 min she went from a bg of 225 to 82 double arrows down and dropping at a rate of -32. That's insane. I called tandem and they are researching it and said they would call me back.